Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. The programming changes was performed and the patient was in stable condition.

Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. The root cause was due to r wave under-sensing. No device malfunction was found.

Manufacturer narrative:
Correction : section h6 : investigation conclusion code updated in error.